Manufacturer narrative:
On 6/29/2017 a medtronic representative went to the site to test the equipment. Representative reported that the system was on system initialization please wait screen. Used tsc to change the state of the motion controllers and rebooted the system. After rebooting a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a procedure the radiologic technologists (rt) were unable to take a spin with the imaging system. The surgery was completed by using another imaging system. No information was provided on the delay and patient impact.

Manufacturer narrative:
Additional information: the reported event occurred during a spinal fusion procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.